Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was powered on and given functional testing. The operator attempted to induce an alarm condition but no audible alarm occurred. Internal examination showed the speaker on the printed circuit board was nonfunctional. The cause of the component issue was not established.

Event description:
It was reported the device was the device would not give an over-temperature alarm when expected. No adverse effects reported.